Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 2 of 3. The caregiver (cg) stated that she checked everything for tears, or punctures in the bags and tubing. The cg stated everything is okay, but there was a lot of fluid under the hc and the cg could not find where it was coming from. Proper procedures per the user manual were reviewed with the caller. Product surveillance contacted the cg regarding the reported incident. The cg stated the root cause of the system error 2240 was undetermined. The cg denied that there was solution leaking as originally reported. The sample is available for evaluation. No patient injury or medical intervention was reported.

Event description:
The customer reported an issue with their meter, which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). A sample was returned for the customer report of a system error 2240 alarm. The set was placed on a machine for priming and ran with no alarms noted. No abnormalities were noted during visual inspection of the set. The complaint could not be confirmed in the lab. Root cause was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).